Event description:
The customer reported being in the emergency room due to low blood glucose of 20mg/dl. Troubleshooting was declined as customer explained the reason for her admission. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.